Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown childbirth delivery procedure on an unknown date and suture was used. Following the procedure, the patient may have experienced a localized reaction to the suture that required laser treatment. It is unknown if the patient had an infection which caused the reaction or if the reaction was to the suture. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/15/2016. It was reported that the suture was used on perineum.